Event description:
It was reported that the cannula did not deploy during the activation process. Details regarding treatment were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the cannula assembly not deployed. Investigation of the download data confirmed that each priming sequence ran for the expected number of pulses. No timeouts, drive stalls, or rotational sensor abnormalities were observed in the data. Inspection of the environmental seal found damage that indicated the formed needle had deployed into the environmental seal. The soft cannula was also observed to be damaged due to the formed needle deploying into the environmental seal. The formed needle deploying into the environmental seal is a result of the pod chassis sub assembly being incorrectly installed into the bottom housing. This incorrect installment of the pod chassis sub assembly resulted in the cannula assembly failing to deploy as expected.